Manufacturer narrative:
The investigation into the reported issue has been completed. Product was returned for investigation. The device was visually inspected and found the presence of a significant cannula kink near the outflow cage and a significant catheter kink near the motor housing. The catheter kink showed evidence of buckling due to excessive force. There were no other damage or abnormalities found. As per clinical investigation, the clinicians were unable to advance the impella past the patient's vasculature despite multiple attempts with various techniques. The patient's anatomy rendered it impossible to push the pump past the turn from the subclavian into the aorta. During these attempts, the catheter kinked. Ultimately, the decision was made to abort delivery. After reviewing the clinical information, it was determined that the cause of the delivery issues was patient condition related, specifically the patient's vascular anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported the surgeon was attempting to place the impella 5.5 for support for multiple hours. The team tried all guides for support and wire exchanges. The team made decision to abort the placement after the device kinked. No vessel harm or injury noted from attempts.